Event description:
It was reported that the tip of the shaver broke off. It was later reported that the device had been used with a pt during an arthroscopic acl repair and lateral menisectomy. The shaver broke off about 1/4 inch at the tip. The tip fell into the pt and was retrieved. There was no injury to the pt or change in the pt's course of treatment due to the event.

Manufacturer narrative:
The device was not returned to the manufacturer. A supplemental report will be sent if the device is received.